Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.